Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the curved vessel sealer instrument would not seal effectively and cauterize tissue. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the curved vessel sealer did not seal completely; this was noticed as soon as the customer tried to seal.